Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the up, down, and ok keypad buttons were not responding right away and the patient needed to use a fingernail to press the buttons. The reporter indicated that response issue was occurring for about 3 months. The reporter indicated that the up arrow button was torn which was just noticed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons.confirmed damage to the keypad-the keypad cover is torn across the 'up' arrow button, exposing the button contact. Removed keypad cover and noted contamination was present under the contacts of all buttons. Observed the 'up' button contact is inverted. Unrelated to this complaint, the display is dim/faded and discolored. When replaced with a testing screen, the display was fully functional and illuminated.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.